Event description:
Healthcare professional reported left side rupture, " axillary lymphadenopathies of reactive aspect", and "periprosthetic calcifications". The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, " axillary lymphadenopathies of reactive aspect", and "periprosthetic calcifications". The device has been explanted and replaced.

Manufacturer narrative:
Clarification: device was not returned, only device photos provided. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic. Observed two devices but didn¿t label for side explanted and only observed a device with opening and the other appears to be intact. ¿ calcification: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. Additional observations: ¿ observed biological tissue in the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, " axillary lymphadenopathies of reactive aspect", and "periprosthetic calcifications". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is not related to the device. Calcification: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.